Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and elevated ketones/diabetic ketoacidosis with infusion set leaks and pump malfunction. The customer reported blood glucose value of 60 mg/dl. The reported hypoglycemia was treated with needles/manual injection, discontinue use of insulin delivery system and hospitalization. The reported elevated ketones/diabetic ketoacidosis was treated with hospitalization. Customer got sick during the event. The event involved products mmt-1884, mmt-431ak and mmt-342g. Troubleshooting was performed for low blood glucose. The customer had not used the insulin pump within 48 hours of the reported event due to pump/product issue. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-431ak. No product return is required for mmt-342g.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - removed hecc 2364 with heic 4607. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer did not experience diabetic ketoacidosis.